Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2019-11187, 1627487-2019-11188. It was reported that the patient had their entire scs system explanted due to an infection approximately 7-8 years ago (exact explant date is not known). There is no additional information at this time.